Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of the emerge balloon catheter. There was blood in the inflation lumen, guidewire lumen, between the balloon folds and on the outside of the balloon. The balloon was tightly folded. There were numerous kinks throughout the hypotube of the device. Microscopic examination of the balloon presented no damage due to all the blood. The device was soaked for two day in a warm water bath then functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall from the proximal to distal ends of the balloon. Microscopic examination revealed that there was a longitudinal tear in the balloon with damage to the balloon. The scratches in the balloon appeared to started out as a deep scratch. The shaft proximal of the balloon had deep scratches for 1.7cm¿s. The distal tip was damaged. There were no irregularities in the balloon material or markerbands that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation at nominal pressure, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation at nominal pressure, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.